Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterile package was compromised. During unpacking of a 2.50mm x 12mm apex¿ balloon catheter, it was noted that the packaging was compromised rendering the device unsterile. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.